Event description:
An implant form was received confirming that the patient's generator had been explanted and replaced due to a prophylactic battery change. The explanted generator was received by the manufacturer for product analysis. Analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
A replacement referral was received for a prophylactic generator replacement. It was noted on the referral form that the patient "had four seizures on (B)(6) 2019 and one seizure on (B)(6) 2019." The replacement referral form also note that the patient has more seizures when their generator is "low". This appears to be an allegation that the current generator battery status is contributing to the patient having more seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.